Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30407090) was used during the procedure. It was inserted into the sheath but there was intense resistance felt and it was not able to be advanced. The complaint coil was resheathed and replaced with another coil, another 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30392242), but the same issue occurred. It was reported that the procedure completed as it was. The affiliate provided additional information that excessive force had not been applied to the device. There was no report of any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on 17 march 2021. Based on the review of the photos by the product analysis lab completed on 23 march 2021, the embolic coil component of the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30407090) is observed to be in kinked condition. [Photo analysis]: preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file. Based on the review of the photos by the product analysis lab, the device positioning unit (dpu) component of the complaint device is in kinked condition. The embolic coil component of the 1.00mm x 3.00cm galaxy g3 mini coil was also observed in kinked condition and in a folded configuration. No other damage could be discerned from the photos. The reported issue documented in the complaint that the coil was impeded in the introducer could not be confirmed based on the photos that were included in the complaint. Based on the photos, the kinked and folded configuration of the embolic coil may have been a contributing factor to the issue reported. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The device positioning unit (dpu) was observed kinked at 48 cm from the proximal end. The marker band was found at 38 cm from the hub; this is within specification. A microscopic inspection was performed. The embolic coil was inside the introducer and was observed to be in kinked condition. This observation is consistent with the preliminary photo images that were provided by the j&j japan affiliate. The photos showed the dpu component kinked and the embolic coil component was kinked and in a folded configuration. A review of manufacturing documentation associated with this lot (30407090) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The issue documented in the complaint is that the 1.00mm x 3.00cm galaxy g3 mini coil encountered intense resistance during the procedure when it was inserted into the sheath. It became impeded in the introducer. The coil was resheathed and replaced with another coil but the same issue occurred. Preliminary photo images of the complaint device showed the dpu component kinked and the embolic coil kinked and in a folded configuration. The visual and microscopic inspections performed on the returned device confirmed the reported issue. The condition observed on the returned complaint device may have been the contributing factors to the reported issue that the device encountered intense resistance during the procedure. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw, and examine the delivery catheter system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The issue of the coil being in kinked condition was not originally reported in the complaint; the kinked condition of the embolic coil was noted in the preliminary photos of the returned device. Coil kinking is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. The exact cause of the observed kinked condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during procedural handling of the device when the resistance was encountered and the coil had to e resheathed. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the observed kinked condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00126 and 3008114965-2021-00189. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 07 april 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 26 march 2021. E.1: initial reporter phone: (B)(6). [Additional information]: the affiliate provided additional information that excessive force had not been applied to the device. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30407090) was used during the procedure. It was inserted into the sheath but there was intense resistance felt and it was not able to be advanced. The complaint coil was resheathed and replaced with another coil but the same issue occurred. It was reported that the procedure completed as it was. There was no report of any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j (B)(4) affiliates and included in the complaint file on (B)(6) 2021. Based on the review of the photos by the product analysis lab completed on (B)(6) 2021, the embolic coil component of the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30407090) is observed to be in kinked condition. Based on the review of the photos, the event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. [Photo analysis]: preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file. Based on the review of the photos by the product analysis lab, the device positioning unit (dpu) component of the complaint device is in kinked condition. The embolic coil component of the 1.00mm x 3.00cm galaxy g3 mini coil was also observed in kinked condition and in a folded configuration. No other damage could be discerned from the photos. The reported issue documented in the complaint that the coil was impeded in the introducer could not be confirmed based on the photos that were included in the complaint. Based on the photos, the kinked and folded configuration of the embolic coil may have been a contributing factor to the issue reported. Further investigation will be performed when the device is returned for evaluation and analysis. A review of manufacturing documentation associated with this lot (30407090) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The code ¿no findings available¿ code was used in investigation findings to indicate that the issue reported related to the issue that the coil was impeded in the introducer was not confirmed based on the photos of the complaint device. The complaint device has not been received. . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.